Event description:
It was reported that this patients advocate contacted boston scientific technical services (ts) indicating that the communicator displayed a red call doctor icon (rcd), which indicates a potential concern with the ICD performance. The patient attended the hospital, and they told them the communicator was presenting connection difficulties. Ts referred the patient to the hospital in order to get a new dongle. The cause of the rcd alert is unknown at this time. The local area field representative was contacted for additional information, however at this time no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. The cause of the rcd is still unknown. The plan is to replace the device, but at this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. Additional information was received. The cause of the rcd was related to premature battery depletion (pbd). The device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's advocate contacted boston scientific technical services (ts) indicating that the communicator displayed a red call doctor icon (rcd), which indicates a potential concern with the ICD performance. The patient attended the hospital, and they told them the communicator was presenting connection difficulties. Ts referred the patient to the hospital in order to get a new dongle. The cause of the rcd alert is unknown at this time. The local area field representative was contacted for additional information, however at this time no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. The cause of the rcd is still unknown. The plan is to replace the device, but at this time, there is no evidence that suggests that this intervention has been performed. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this patients advocate contacted boston scientific technical services (ts) indicating that the communicator displayed a red call doctor icon (rcd), which indicates a potential concern with the ICD performance. The patient attended the hospital, and they told them the communicator was presenting connection difficulties. Ts referred the patient to the hospital in order to get a new dongle. The cause of the rcd alert is unknown at this time. The local area field representative was contacted for additional information, however at this time no further information is available no adverse patient effects were reported. The device remains in service.